Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level of 430 mg/dl. Customer stated that the insulin pump had insulin flow blocked alert and that was not bringing the blood glucose level down. Customer stated they removed it twice and first one was bent. Customer stated insulin did not exit with manual plunger push but exit with different infusion set. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.